Event description:
A dentist reported that a patient received a burn on the lower right side of his lip during the use of a 25lpa handpiece. Petroleum jelly was applied to the burn. Additionally, the patient's prescription for amoxicillin (dose unknown) was continued. It was reported that the patient had been previously prescribed this medication for strep throat. Follow up with the patient in 04/06 and 03/06 by the dentist revealed that the patient has recovered.